Manufacturer narrative:
The returned device was evaluated. External visual inspection found the shell of the device is cracked. Device functionality testing found that not all of the led digits lit up upon startup. The device was able to obtain measurements using a sensor. Internal inspection found that d4 on the system circuit board had an open circuit across its nodes, preventing the led segments from powering up. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device has a missing segment on the top display, middle led. No patient impact or consequences were reported.